Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a patient sample. It is unknown whether the patient was diagnosed with pancreatic cancer. The results were: initial aliquot tube sample result: 132 u/ml, repeat result with original tube: 9 u/ml, repeat result on aliquot tube: 9 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 35583fp00 did not identify an increase in complaint activity related to the issue under review. The tracking and trending data was reviewed and did not identify any related trends. The historical performance of reagent lot 35583fp00 was evaluated using worldwide data from customers in the field. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 35583fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 35583fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency for architect ca 19-9xr reagent lot 35583fp00 was identified.